Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient reported that they had to go back in the hospital to redo step 1. Patient also reported that they had a low battery and after replacing the batteries back in the controller, they noticed it wound not turn on and had a black screen. The also reported that they notice that the patient programmer battery was corroded. Troubleshooting included removing and replacing the batteries and put them back correctly and the blank screen was cleared. No further complications were noted or anticipated.